Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient diagnosis? What tissue was being fired on that did not seal (lung parenchyma or bronchus)? How was the stapling issue addressed intraoperatively? What color cartridges were used? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Please clarify what is meant by ¿error in the joint of stapler¿. What is the current patient status?

Event description:
It was reported that during a vats lobectomy, firing of all (4) reloads, compression and stapling, jaws didn¿t close entirely. The problem seemed a error in the joint of the stapler since, especially the proximal end of the jaws didn¿t close as they should. Patient outcome was substantial air leakage on staple line. After 14(!) Days of hospitalization patient still leaks 700cc during the day and 2200cc during the night. New operation is likely, full removal of lung imminent.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. D4: batch # u5a816. Investigation summary: the analysis results found that one ec60a device was returned with the closure trigger closed and the anvil bent upwards. One ecr60b reload loaded on the device. The reload was received damaged and partially fired 1/3 with 13 double drivers and 3 single drivers out of position, were received inside of a plastic bag. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage on the device and reload, it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: 1. What was the patient diagnosis? No information available. 2. What tissue was being fired on that did not seal (lung parenchyma or bronchus)? Lung parenchyma 3. How was the stapling issue addressed intraoperatively? After we noticed the failure of the device we stopped the bleeding with clips and afterwards we closed the apex of the lung with sutures. It was technically not possible to use a new device. 4. What color cartridges were used? Green and blue 5. Was buttressing material used? No 6. Does the surgeon routinely wait 15 seconds prior to firing? Yes 7. Does the surgeon pulse fire or use one continuous firing stroke? The complaint concerns a manual operated device. The required steps were correctly executed. 8. Please clarify what is meant by ¿error in the joint of stapler¿. It seems that there is a malfunction in the joint (where the anvil opens) since the jaws didn¿t close fully horizontal and parallel as they should. 9. What is the current patient status? No information available.